Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1819701) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a hiccup while shuttling down the sealant through the catheter. The sealant did not deploy. The tamp tube was not released, but rather did not disengage from within the shuttle. The physician did not shuttle far enough down to disengage the tamp tube and release the sealant. There was no reported patient injury and no patient abnormalities. Initially, a short non-cordis sheath was used. The device was discarded and is not available for return.

Manufacturer narrative:
As reported, there was a hiccup while shuttling down the sealant through the catheter of a 5f mynxgrip vascular closure device. The sealant did not deploy. The tamp tube was not released, but rather did not disengage from within the shuttle. The physician did not shuttle far enough down to disengage the tamp tube and release the sealant. There was no reported patient injury and no patient abnormalities. Initially, a short non-cordis sheath was used. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1819701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. However, based on the information available for review, handling factors (physician did not shuttle far enough down to disengage the tamp tube and release the sealant) most likely contributed to the failure to deploy event reported, as stated by the sales rep. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.